Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, d4.

Event description:
Patient reported "became hard and with folds and capsule contracture¿, "recall" and "hypoplasia". Later patient reported "capsular contracture baker grade IV". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "became hard and with folds and capsule contracture¿, "recall" and "hypoplasia". Later patient reported "capsular contracture baker grade IV". This record is for the right side. Device remains implanted.